Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes. Chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The patient reported low blood glucose, which dropped to 17mg/dl, leading to an emergency room visit in 2017. He did not recall the date of the event or many details due to the nature of the incident. He only remembered feeling overwhelmed with a waterfall sensation and becoming severely sweaty. He also had to drop to his knees because he did not have the strength to stand at one point. The patient had not felt well, he felt like he was going to pass out. He did not have any glucagon at the time and tried to have some orange juice, but stated that he could only drink it so fast due to how he was feeling. Due to the issue occurring over a year ago and his symptoms that day, he could not provide any further information regarding the event, treatment, device, etc. The pod was discarded.